Event description:
It was reported that the lead was removed and replaced due to high dft and inability to produce successful safety margins.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report represents an enhancement to the reporting criteria going forward. Analysis was normal. No anomaly was found.